Manufacturer narrative:
Additional information d4: lot #, expiration date, & unique identifier (updated), d9, g1: manufacturing facility (updated), h3, h4, h6, h10. H4: the device was manufactured december 21, 2020 - december 22, 2020. H10: the device was received for evaluation. Unaided eye visual inspection of the sample was done under normal room conditions and no defect was observed. Functional leak testing was performed with no issues noted. An attempt was made to duplicate an edge leak by firmly squeezing the sample filled with tap water and a leak was not observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the edge of the bag. The leak was discovered prior to use, in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.